Event description:
It was reported that during a peripheral angioplasty treatment procedure, the catheter became stuck on the guidewire. The target lesion was located in the right superficial femoral artery. The physician was attempting to advance a 5x40mmx135cm mustang balloon over a .035 / 260cm non-bsc guidewire when the "entire" catheter got stuck on the guidewire. "Physician questioned if the guidewire was actually a .035." The catheter and guidewire were removed as one unit. The procedure was completed with a different non-bsc guidewire and a 6x60mmx135cm mustang balloon. No patient complications were reported.

Event description:
It was reported that during a peripheral angioplasty treatment procedure, the catheter became stuck on the guidewire. The target lesion was located in the right superficial femoral artery. The physician was attempting to advance a 5x40mmx135cm mustang balloon over a .035 / 260cm non-bsc guidewire when the "entire" catheter got stuck on the guidewire. "Physician questioned if the guidewire was actually a .035." The catheter and guidewire were removed as one unit. The procedure was completed with a different non-bsc guidewire and a 6x60mmx135cm mustang balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluation: the catheter was received with a guidewire inserted / trapped inside the wire lumen. An examination of the catheter found no visible damage however the guidewire appeared to be kinked inside the catheter shaft at 34cm proximal to the tip. A kink was also present in a section of the guidewire which was exiting out from the guidewire hub section of the catheter. Attempts to remove the guidewire failed. As a result the device and guidewire were immersed in warm water for 24 hours and when an attempt was made to withdraw the guidewire it passed out through the tip of the catheter. It was noted that resistance was encountered during the withdrawal of the wire however, when the kinked section of the guidewire was withdrawn, no more resistance was felt with the movement of the wire through the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).